Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that the patient experienced pain on the opposite side of the ins. The patient said the battery was on the right-side hip/buttock, and the pain they felt was on the left. The patient stated they felt some pain around the ins battery site a couple days ago. Their husband rubbed around their back at the ins site yesterday to try to relieve the pain, but 4-5 hours after the implant was rubbed, the entire left butt cheek and all the way down the patient's left leg was in excruciating pain. The patient stated they already had knee issues and the pain was making I worse. The patient stated they were afraid rubbing the ins may have jarred something loose. The patient could not stand straight up and they had to be bent over because if they tried to raise themselves, the pain was massive. The caller had not tried turning off the stimulation to see if it helped pain subside. The patient said they would turn stimulation off and followup with their healthcare provider. No further complications were reported.